Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened esc button dome switch. No ramping numbers anomaly noted. The insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot and scratched reservoir tube window.

Event description:
Customer called to report the insulin pump has a button that is stuck. Blood glucose reading was 136 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.